Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 10/05/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the pump alarm history showed frequent low battery warnings had occurred. There was no data in the black box from the time of the short battery life due to continued use of the pump. During a visual inspection of the pump, the battery compartment was observed to cracked. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The complaint of a battery life issue was shown in the pump history was not able to be investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 12/14/2016 ¿ correction to serial #.